Event description:
It was reported that smart pass became disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently, t-wave oversensing was observed and it was planned to bring the patient in for follow-up. No inappropriate therapy was reported. The s-ICD remains in service. It was additionally reported that the patient received an inappropriate shock while mowing the lawn on (B)(6) 2025. The patient went to the emergency room and the s-ICD was evaluated. The shock was determined to be related to oversensing of noise and the device report showed that inappropriate anti-tachycardia pacing (atp) was also delivered by the leadless pacemaker due to the oversensing. The s-ICD programming was changed from secondary to alternate at 2x gain. A few days later the patient was seen for their regular follow-up and the auto set-up failed in all vectors. The patient assumed different postures and the best vector appeared to be secondary at 2x gain. X-ray imaging showed that the electrode had migrated superior a bit and the physician was questioning whether repositioning could help. The patient was noted to have lost between 75 and 100 lbs and echocardiography showed their ejection fraction improved to 35-44%. Due to the patient's improvement, the decision was then made to program the s-ICD off. No adverse patient effects were reported.